Event description:
Customer requested assistance in programming insulin pump. Customer reports of being in the hospital, but not is sure of reason. Customer states reason for hospitalization may be due to thyroid, sugar, or virus. Customer's blood glucose was unknown. Nurse provided insulin pump settings. Customer was assisted in programming insulin pump. Customer was reminded of resources found on medtronic website. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).